Manufacturer narrative:
Implant site erythema, implant site swelling, implant site bruising, implant site mass, implant site infection assessed as serious and possibly related - (B)(6) 2014.

Event description:
This spontaneous case was received on (B)(4) 2014 from a consumer and concerns (B)(6) yr old female pt. The pt's medical history included high cholesterol and hypothyroidism. Concomitant medications were: lovastatin (taking for the last 15 years for high cholesterol) l synthroid (taking for the last 20 years for hypothyroidism). On (B)(6) 2013, the pt started treatment with restylane-l (cross-linked hyaluronic acid dermal filler with 0.% lidocaine) injection because she "looked tired around the eyes." The reporter stated she had previously received juvederm and botox injections at other offices with no issue. Immediately after the injections, she developed redness, swelling, and bruising. She went back to the nurse (exact date unk) when the redness an swelling did not improve and after noting a "bump" underneath each eye. The nurse injected her with "something" which she discovered in (B)(6) 2014 from her chart was hyaluronidase. She started the bump underneath her right eye went away but the bump underneath her left eye remained. The reporter had recurring inflammation under her eyes every seven days that would like last three to five days. This occurred for a "few months" under her right eye anf or "one year" under her left eye. When she saw her ophthalmologist in (B)(6) 2014, she was referred to an eye surgeon. She had surgery on (B)(6) 2014 and the biopsy showed an infection mass, foreign substance. At the time of the report, she stated she still has some pain and discomfort in the area but she is unsure if it is all related to the surgery. The reporter has given permission for herself and her healthcare professionals to be contacted for follow-up. She stated she has not reported the events to the FDA. For reference purposes only, this cas has also been assigned the following tracking number: (B)(4). ((B)(4) on behalf of valeant).